Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 18. On 2023-10-10, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.